Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, and the surgeon noticed a nick on the lens. The lens was cut to remove with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - based on the complaint history and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge.